Event description:
Complaint was reported as: the stapler jammed during use in the procedure. Another visistat was used to continue the procedure. No patient injury reported.

Manufacturer narrative:
Device sample received by manufacturer but investigation is incomplete at time of this report. DHR review revealed no issues related to this complaint.